Manufacturer narrative:
This report is for an unk - constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Multiple patient involved. Implantation date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: this report is being filed after the review of the following journal article: ellwein a. Et al. (2020), can low-profile double-plate osteosynthesis for olecranon fractures reduce implant removal? A retrospective multicenter study, journal of shoulder and elbow surgery, vol. 29, issue 6, pages 1275-1281 (germany). This study hypothesized that (1) low-profile double-plate osteosynthesis for olecranon fractures would reduce the number of hardware removals caused by soft-tissue irritation as compared with single posterior plating and (2) functional outcomes would show no measurable differences. A total of 72 patients with an isolated fracture of the olecranon were included in the study. 42 patients were treated with a posterior 2.7-/3.5-mm locking compression plate (lcp) (depuy synthes, umkirch, germany) while 37 patients were treated with an aptos olecranon low-profile double plate (medartis, basel, switzerland). There were 36 males and 43 females with a mean age of 57 +/ 16 years (range, 18-93 years). The mean follow-up period was 36 +/ 11 months (range, 24-77 months). The following complications were reported as follows: 2 patients presented with a fracture displacement after an additional fall and underwent revision after 8 and 10 days. 1 patient developed pulmonary embolism pesto which was treated accordingly. 1 patient complained of persistent dysesthesia of the ulnar nerve. 21 patients underwent implant removal. 16 patients had irritation cause by the implant. 3 patients (1 patient from the one with the irritation) reported limitation of rom and therefore requested hardware removal. 3 patients implant were removed following their explicit request. This report is for a 2.7-/3.5-mm locking compression plate (lcp) (depuy synthes, umkirch, germany). This is report 2 of 2 (B)(4).